Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements since implant. Further examination with a chest x-ray showed the lead had dislodged. As a result, the lead was capped and surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.